Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with the jaws misaligned and with a clip gap in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. However, the clips were noted to feed slower than expected and the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the silicon that is applied during the manufacturing process was noted to be viscous, which caused the slow feeding of the clips. In addition, the latch was found to be bent causing the premature activation of the lockout mechanism. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. No dropping/ejected clips were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a ladg, scissoring occurred, and also some clips ejected. It was unknown which firing of the device this event occurred on. The same event occurred in the 2nd device. Another device was used to complete the case. There were no adverse consequences to the patient.